Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 460 mg/dl. The customer stated that whenever she changed the insertion site, it took between 12 to 24 hours to adjust to her skin, and the device kept alarming no delivery. She reported that the alarms were happening all through the night. She stated that she was concerned because her blood glucose levels had never reached this high. She noted that she would check everything and it would seem fine, but about an hour later, the alarms would recur, requiring her to go through many of the infusion sets. She did not believe she had an issue with scar tissue. She advised that she would wait until her next infusion set change and call back if needed. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.